Manufacturer narrative:
The product investigation concluded that there was no evidence of dried fluid underneath the mushroom heads and inside the cassette door. In addition, there was no evidence of fluid intrusion within the pneumatic tubing inside the device. Simulated treatment completed without m31 or m19 alarms or any failure. No fluid leak occurred during test treatment. Mushroom heads are aligned and in good surface condition. Cycler passed all diagnostic tests performed, no machine failure noted upon investigation. The clinical investigation concluded that there is no info that reasonably suggests a causal relationship between the cycler and the peritonitis event. Peritonitis is typically due to touch contamination of the pd catheter/tubing connection, and not attributed to the cycler. The device created an alarm/msg (m19) as designed, to alert the user of a potential problem. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of death or serious injuries received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The pt called tech support regarding m19 "air detected in cassette" alarms. She was in dwell 4/6 and advised by tech support to check the tubing. She told tech support that she can see some air in pt line and also noticed some fibrin. Additionally, when asked about the blood in her drain bags, she said that it was light pink rather than blood. Tech support told her to close all clamps and discontinue the treatment. When she opened the cassette door to remove the cassette from the cycler, water splashed out. She added that she noticed some air in the cassette. Finally, she said that she was in the hosp from the end of (B)(6) to mid-(B)(6) for peritonitis.